Event description:
It was reported by the patient's husband that following a heart catheterization procedure, an angio-seal was used and the patient was discharged approximately 2 hours later. That night while at home, the patient experienced pain in the groin and called the physician which instructed her to place a heating pad on the site and stay in bed. The next morning the pt got up and passed out. The patient had low hemoglobin before the procedure. The patient was transported to the hospital emergency room via ambulance after 911 was called. The patient was admitted with a grapefruit sized hematoma and received a blood transfusion. An ultrasound was also performed which was reported to be okay. Manual compression followed by sandbags and a compression device were applied. The patient stayed in the hospital for 24 hours and was discharged. The patient experienced black and blue appearances at the groin site. No additional information is available.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.